Event description:
A physician reported that an ophthalmic trocar could not cut and pierce the surgical site during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened ophthalmic trocar assemblies, in a small parts tray, with a vent, 2 trocar assemblies with no tip protectors and 1 with a tip protector, in a bag were received for the report of product could not cut and pierce the surgical site. Samples were visually inspected. Sample #1 found to be visually conforming. Functional penetration test was performed and sample #1 was conforming. Sample #2 and sample #3 were found to be visually nonconforming. Sample #2 - damaged blade tip/tip was observed to be broken off. Sample #3 - damaged blade tip/tip was observed to be bent. Penetration testing could not be performed on samples 2 and 3 due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples 2 and 3 is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customer's reported issue of trocar cannula could not be inserted. Sample 1 was found to be conforming therefore the reported issue of could not pierce the surgical site was not confirmed and a root cause could not be determined. Sample 1 was conforming and the exact root cause for sample 2 and 3 is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformances, such as damaged tip on the returned samples, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).